Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device has migrated to my perineum and is embedded causing so much trouble'), bladder perforation ('they removed one coil that have went all the way through my bladder') and device expulsion ('birth control is in my uterus / other has migrated to my perineum and is embedded causing so much trouble') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleed all the time, I will bleed 11 days and start right back"), pelvic pain ("pelvic pain / hurting pelvic all way to my toes"), adnexa uteri pain ("a lot of pain on my left side tube area from essure"), pain in extremity ("toes pain / my legs, oh my aching, throbbing sometimes / legs hurt"), paraesthesia ("tingling legs"), back pain ("hurting from lower back"), abdominal distension ("ebelly") and abdominal pain lower ("cramp"). The patient was treated with surgery (removed one coil). Essure was removed. At the time of the report, the device dislocation, bladder perforation, device expulsion, genital haemorrhage, pelvic pain, adnexa uteri pain, pain in extremity, paraesthesia, back pain, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, back pain, bladder perforation, device dislocation, device expulsion, genital haemorrhage, pain in extremity, paraesthesia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report : bladder perforation, embedded device, device expulsion, genital bleeding, pelvic pain, adnexa uterine pain, pain in extremity, paraesthesia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device has migrated to my perineum and is embedded causing so much trouble'), bladder perforation ('they removed one coil that have went all the way through my bladder') and device expulsion ('birth control is in my uterus / other has migrated to my perineum and is embedded causing so much trouble') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleed all the time, I will bleed 11 days and start right back"), pelvic pain ("pelvic pain / hurting pelvic all way to my toes"), adnexa uteri pain ("alotta pain on my left side tube area from essure"), pain in extremity ("toes pain / my legs, oh my aching, throbbing sometimes / legs hurt"), paraesthesia ("tingling legs"), back pain ("hurting from lower back"), abdominal distension ("ebelly") and abdominal pain lower ("cramp"). The patient was treated with surgery (removed one coil). At the time of the report, the device dislocation, bladder perforation, device expulsion, genital haemorrhage, pelvic pain, adnexa uteri pain, pain in extremity, paraesthesia, back pain, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, back pain, bladder perforation, device dislocation, device expulsion, genital haemorrhage, pain in extremity, paraesthesia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report : bladder perforation, embedded device, device expulsion, genital bleeding, pelvic pain, adnexa uterine pain, pain in extremity, paraesthesia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: social media information received. New vents added- abdominal pain lower and abdominal distension. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device has migrated to my perineum and is embedded causing so much trouble'), bladder perforation ('they removed one coil that have went all the way through my bladder'), device expulsion ('birth control is in my uterus / other has migrated to my perineum and is embedded causing so much trouble') and genital haemorrhage ('bleed all the time, I will bleed 11 days and start right back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / hurting pelvic all way to my toes"), adnexa uteri pain ("alotta pain on my left side tube area from essure"), pain in extremity ("toes pain / my legs, oh my aching, throbbing sometimes / legs hurt"), paraesthesia ("tingling legs") and back pain ("hurting from lower back"). The patient was treated with surgery (removed one coil). At the time of the report, the device dislocation, bladder perforation, device expulsion, genital haemorrhage, pelvic pain, adnexa uteri pain, pain in extremity, paraesthesia and back pain outcome was unknown. The reporter considered adnexa uteri pain, back pain, bladder perforation, device dislocation, device expulsion, genital haemorrhage, pain in extremity, paraesthesia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report : bladder perforation, embedded device, device expulsion, genital bleeding, pelvic pain, adnexa uterine pain, pain in extremity, paraesthesia, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device has migrated to my perineum and is embedded causing so much trouble'), bladder perforation ('they removed one coil that have went all the way through my bladder'), device expulsion ('birth control is in my uterus / other has migrated to my perineum and is embedded causing so much trouble') and genital haemorrhage ('bleed all the time, I will bleed 11 days and start right back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / hurting pelvic all way to my toes"), adnexa uteri pain ("a lot of pain on my left side tube area from essure"), pain in extremity ("toes pain / my legs, oh my aching, throbbing sometimes / legs hurt"), paraesthesia ("tingling legs") and back pain ("hurting from lower back"). The patient was treated with surgery (removed one coil). At the time of the report, the embedded device, bladder perforation, device expulsion, genital haemorrhage, pelvic pain, adnexa uteri pain, pain in extremity, paraesthesia and back pain outcome was unknown. The reporter considered adnexa uteri pain, back pain, bladder perforation, device expulsion, embedded device, genital haemorrhage, pain in extremity, paraesthesia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report : bladder perforation, embedded device, device expulsion, genital bleeding, pelvic pain, adnexa uterine pain, pain in extremity, paraesthesia, back pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.